Event description:
Scoliosis pt had posterior spinal fusion surgery in 2004. Pt developed drainage same day of surgery. Drainage treated with antibiotics-ancef and nafcilliin. Pt was taken to or 13 days later to determine drainage. Surgeon found seroma: the drainage stopped after the seroma was sewn. The pt was discharged from the hospital 5 days later. A total of 82cc of intergro dbm putty/paste and 80cc of pro osteon 500r was used during the initial surgery. All products were cultured prior to use and all results were negative.